Manufacturer narrative:
Other, other text: two samples were received for evaluation. Device underwent functional testing; a syringe was used to infuse water into the cassette bag. A leak was detected at the bonding between the luer and the tube in both samples, confirming the reported customer complaint. The problem source has been determined to be manufacturing. Additionally, three photos were received. No evidence of damage that could create the failure mode reported.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that immediately after starting to use the product, the customer noticed medical fluid was leaking from the part to where an extension tube was connected. No patient injury was reported.